Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and confirmed that the system was not able to produce x-ray. Upon functional testing, the fse found problem with the display matrix power supply. Upon replacement of the power supply, the fse determined that there was a fuse failure. To resolve the issue, the fse replaced fuse and rebooted the system. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that during set up for a diagnostic procedure, the system would not enable x-ray. The patient was moved to another room for the procedure to be performed. There was no reported patient or user harm. Philips has started an investigation of this complaint.